Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 1/21/2020. Device evaluation: the product was returned to the manufacturing site for evaluation. The sample was evaluated, and the lens was observed cut with residues that looks like body fluids and viscoelastic on the lens related to the handling of the unit in a surgical procedure. The condition observed is consistent with a lens that has been explanted. The reported issue was not verified. Based on the product returned evaluation, a product quality deficiency or product malfunction could not be determined. However, the lens diopter result obtained from the miq (measurement iol quality) electronic system of the test performed when this lens was manufactured, shows that lens serial number corresponded to 16.5 diopter as labeled; actual reading 16.46 d. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. The search revealed that no other complaint has been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that tecnis multifocal intraocular lens (model zmb00 +16.5 diopter) was explanted from patient¿s left eye because of patient experiencing asthenopia, headaches, unexpected post op refraction of -2.50. Reportedly another lens, different model and lower diopter of 13.5 was used as the replacement lens. Patient has recovered. No further information provided.